Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported stent thrombosis occurred. A synergy ii stent was implanted. At an unspecified time, stent thrombosis occurred. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Brand name corrected from synergy¿ to synergy ii everolimus-eluting platinum chromium coronary stent system. Common device name corrected from coronary drug-eluting stent biodegradable polymer drug eluting coronary stent system. (B)(4). Catalog/model number corrected from unk to 39260-2022. (B)(4).

Event description:
Same case as 2134265-2016-04662. It was further reported that the patient was admitted electively after an abnormal nuclear stress test. The lateral wall in the circumflex (cx) artery was the area noted to be abnormal on the stress test. A choice floppy wire was advanced to the distal portion of the obtuse marginal subsystem and a 2.0x20mm balloon was inflated to 4atms to pre-dilate. Residual stenosis of the obtuse marginal was 40% ostially, but the distal lesion didn't change and remained at 80%. The vessel was noted to be of small caliber nature and the physician thought best to not pursue further manipulation of the territory. Then a 2.25x20mm promus premier stent was advanced, but would not cross the lesion. A choice pt wire was advanced and further inflations with the 2.0x20 balloon were performed; however the promus premier still would not cross. A guidezilla was placed in the proximal cx and a 2.25x20mm synergy ii drug-eluting stent was advanced to the distal cx main body and deployed at 14atms. There was significant waist so a 2.5x15mm quantum apex balloon was inflated multiple times to 24atms and then to 16atms in the proximal stent to ensure expansion. A 2.5x16mm synergy ii drug-eluting stent was then advanced to the proximal lesion and appeared to be overlapping the first stent. This stent was deployed at 20 atms. Angiography showed 0% residual stenosis in the stented region. The patient returned to the cath lab after complaints of chest pain while in the holding area with dynamic EKG changes. Angiography revealed the cx was 100% occluded at its mid-vessel with evidence of clot carrying from the proximal through the mid vessel consistent with acute stent thrombosis. Optical coherence tomography (oct) was performed with a non bsc catheter. A choice floppy wire was advanced through the distal portion and a 2.0x15 emerge balloon was inflated multiple times for pre-dilation. Optical coherence tomography (oct) was performed with a non bsc catheter. Imaging revealed the distal 2.25x20mm synergy ii stent appeared to be well apposed. Proximally there was likely stent malapposition of the 2.5x16mm synergy ii stent. There was extensive clot throughout the entire stented region. A 3.25x20mm quantum apex was inflated multiple times to further post-dilate the stent. A little bit of haziness and some thrombus in the proximal vessel with possible malapposition of the stent remained. A 3.5x15mm quantum apex balloon was inflated to high pressure throughout the proximal stent. Aggrastat was administered in bolus and then continuous infusion for the next 16 hours. There was noted to be some calcification which did obscure imaging quality. Angiography did not show any residual stenosis and no obvious clot left and there was timi 3 flow. There was second obtuse marginal sub-branch with previous balloon angioplasty that had initially been compromised with the stent occlusion but had reopened by the end of the case and was essentially unchanged from the prior films. Oct imaging revealed a possible edge dissection proximal to the stent with a small intimal flap; however due to the amount of clot and debris it was determined to bring the patient back the next day to assess. The patient returned to the cath lab the next day. Angiography revealed the cx was widely patent in the stented region from proximal to mid territory. There was some haziness likely in a gap noted between the two previously placed synergy ii stents. The stents appeared well apposed with no obvious thrombus. Oct was performed. An intimal flap was noted between the 2 territories that was about 25-33% of the lumen. On both edges of the stent there were small areas, less than 10% of the lumen, that had any type of intimal flaps and they do not appear to be flow limiting so no intervention was performed. Due to the nature of the disease in between the synergy ii stents, a 3.0x12 synergy ii stent was deployed to 16atms overlapping the previously placed stents and covering the gap. Angiography revealed 0% residual stenosis and timi 3 flow.